Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited lead noise. Reprogramming options were discussed and it was noted the physician plans to replace the lead. No patient complications have been reported as a result of this event.